Manufacturer narrative:
The field service rep determined the preclean needle broke when customer was placing the preclean bottle. He replaced the preclean needle.

Event description:
Customer states one of the preclean needles broke, leaked onto the floor and into the walkway. She states no one was hurt and no pts were affected. Customer cleaned up leak immediately.